Manufacturer narrative:
Date sent to FDA: 10/30/2019. H6 patient codes: 3191 - menorrhagia. Additional b5 narrative: it was reported that the patient experienced menorrhagia, edema, and inflammation.

Manufacturer narrative:
Date sent to the FDA: 11/11/2024 additional information: d3 corrected information: d4 (primary UDI #) additional b5 narrative: it was reported that the patient underwent repair of recurrent incisional hernia on (B)(6) 2012 and prolene mesh was implanted. Other procedure was captured in a separate file. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced abdominal pain and permanent scarring following surgery. It was reported that the patient underwent mesh removal on (B)(6) 2012. Other procedure is captured in a separate file. No additional information was provided.